Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "no disposable pump will not run". There was no air in the tubing. Settings obtained. Turned the pump off, closed a clamp on the tubing and removed the cassette. One bubble was observed in the tubing that extended across the top of the cassette. Green tab depressed, cassette tapped on a firm surface and tubing massaged. Cassette reattached and pump started. The screen read "no disposable pump will not run". Above steps repeated a second time with the same results. Pump was powered down, closed the clamp closet to the port. Reservoir volume was 30.9 ml. Rate was 2.2 ml/hour. Given was 69.10 ml. Patient was not affected. The event occurred while in use with patient at the patient's home. There was no patient harm/adverse event reported.